Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 468 mg/dl. Infusion set was leaked leading to hyperglycemia. Trouble shooting was declined. Customer reported symptoms of high blood glucose such as difficulty in breathing. Customer was using the insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.